Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, sudden rupture of the neck cone while walking. Bfarm case number: (B)(4).